Event description:
It was reported that the patient presented to the hospital with several inappropriate shocks due to lead noise. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.